Event description:
On (B)(6) 2024 a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy-jejunal (peg-j) tube. On 11/jul/2024 it was reported that the patient's stoma was oozing for the past few days and hissing noises coming from the stoma last evening. Patient awoke in the middle of the night to shower. Patient collapsed and was not breathing. Patient received CPR and was transported to the hospital via ambulance and transferred to ICU. On 17/jul/2024 it was reported that the patient had an event of syncope and was diagnosed with sepsis associated hypotension. A culture showed candida albicans and klebsiella pneumoniae were present on the stoma. The patient was prescribed intravenous antibiotic zosyn. Patient was discharged on (B)(6) 2024.

Manufacturer narrative:
Reference number (B)(4). The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Reference number (B)(4). Additional information: b5, d6a and h6. A pneumoperitoneum is a known complication of a peg- j tube placement.

Event description:
On 25/jul/2024 it was reported that the patient had developed a pneumoperitoneum. Patient was discharged on (B)(6) 2024 or (B)(6) 2024.